Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was not able to do reports. A technical support specialist applied the knowledge article " medes - etl arithmetic overflow error converting identity to data type int ". Etl (extract, transfer and load) was up and running and the issue has been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user not able to do reports, unable to get fridge temperature results. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.